Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage with struts distorted and raised. Multiple slight hypotube kinks were also identified along the shaft. No issues were noted with the tip and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.